Event description:
During a coronary stenting treatment procedure, crossing difficulties were encountered. The pt had two lesions in the right coronary artery, one ostial and one mid-section. Both lesions were predilated with an abbot vascular 2/20 mm balloon with satisfactory results. The liberte bare (mr) 28 / 2.75 mm stent was advanced to the mid vessel lesion, however it would not cross the lesion. The physician noted that the passage of the stent through the vessel was not smooth, and felt "gritty". He decided to withdraw the unit, and became concerned when it started to catch with the ostial lesion that the stent would be moved off of the delivery balloon. The unit was completely removed, but it was noted that the normally smooth surface of the crimped stent had been disrupted with a couple of struts raised by 90 degrees. The physician suggested that this could have been caused by calcium within the vessel. The procedure was successfully completed using a medtronic micro-driver coronary stent. No pt injuries or complications were reported.